Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The device has been received by baxter, and the...

Event description:
A nurse reported to baxter (B)(4) that shortly after start of dialysis the patient's arterial pressure decreased. Everything was checked in connection with the fistula, which was ok. The nurse could see that something is "sitting at the far side of the arterial side." Lumen is noticeably smaller. There was patient involvement, but no injury or medical intervention was reported.